Event description:
The patient experienced a subdural hemorrhage when the temporal non mesial cortical lead (secured with a dog bone with lead protection) migrated and ruptured a blood vessel. The patient was hospitalized for one week for monitoring. The temporal non mesial cortical lead secured with a dog bone was explanted. Further details were not made available to neuropace after repeated attempts to contact the treating physician.

Manufacturer narrative:
(B)(4) the explanted product was not returned to neuropace for analysis.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
Correction to section g6, this is a 30 day report the patient experienced a subdural hemorrhage when the temporal non mesial cortical lead (secured with a dog bone with lead protection) migrated and ruptured a blood vessel. The patient was hospitalized for one week for monitoring. The temporal non mesial cortical lead secured with a dog bone was explanted. Further details were not made available to neuropace after repeated attempts to contact the treating physician.